Event description:
The patient received 2 peripheral scs leads (off-label) with the same lot number. It was reported the patient is no longer receiving stimulation but is experiencing a pinching sensation with stimulation which becomes more pronounced with movement. An sjm rep was unable to resolve the issue with multiple reprogramming. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.